Event description:
During the peritoneal dialysis treatment, the pt alleges he observed fluid leaking from inside the cassette door of the cycler. The pt was given antibiotics prophylactically but did not require medical intervention. The effluent remained clear. The sample is not available for MFR review. It was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 1 months. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record confirmed the labeling, material, and process controls were within specification.